Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent implant of mesh due to stress incontinence and urethral hypermobility. Excision of exposed mesh and revision of vaginal sling was performed on (B)(6) 2010 due to erosion. Mesh excision was performed on (B)(6) 2011 due to incontinence and two areas of erosion. It was reported that the patient continues to experience pain, chronic leakage, loss of bladder control, dyspareunia, bleeding, frequent urinary tract infections and developed allergies to medications used to treat complications of mesh implantation. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.